Manufacturer narrative:
Additional information: device manufacturing date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment, resulting in the replacement of the system control unit (scu). After replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. This part was replaced in situ; the replaced part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that the scu's power led is blinking continuously. There was no patient present when this issue was identified.